Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Reference e-complaint (B)(4). "The plastic tip on the handle came off whole cryo- flew off and hit the wall. " (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. Reference e-complaint-(B)(4). Update: investigation- inspect returned samples. Analysis and findings- a review of the 2 yr complaint history reveals similar issues. A review of the DHR is not available but not expected to provide relevant information for this complaint. Service & repair evaluated the unit but was not able to confirm the complaint. The unit was determined to be form 2006 based on the serial number. The unit was arrived with an old style tip that is not serviceable and with obvious damage to the I/e tube. Given the condition of the unit and the described complaint its use may have resulted in an improperly placed tip when the unit was activated. The plastic cover can also fly off if activated. The plastic cover is not designed to be used when activated only to protect the tip when not connected to a tip. The root cause for this complaint condition is being attributed to wear and tear and end user error. Correction and/or corrective action- the unit was repaired at a charge and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Reason: no applicable correction available to train to at this time. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? No.

Event description:
Reference e-complaint-(B)(4). "The plastic tip on the handle came off whole cryo- flew off and hit the wall." S&r log # (B)(4).